Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal tissues and she has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted, concurrently with a lso, extensive lysis of adhesions, placement of gps tissue graft, and fulguration of endometriosis implants. The patient experienced pain, extrusion, urinary problems, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted due to pelvic pain, dyspareunia, sui and minimal endometriosis.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.